Manufacturer narrative:
Device is combination product. Device evaluated by MFR: a visual and microscopic examination identified tip damage, shaft kinks and a shaft break. The tip of the device was slightly flared. There were kinks identified along the entire length of the hypotube shaft and the hypotube was broken 19.8cm from the catheter's strain relief. The balloon and stent sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2010. It was reported that during a stenting treatment procedure, difficulty crossing occurred. The 80% stenosed target lesion was located in the moderately calcified and mildly tortuous proximal to mid left circumflex coronary artery (lcx). The lesion was predilated with several inflations and a 2.75x38mm taxus liberte stent delivery system was advanced, but it was unable to cross the lesion. The procedure was completed with a 28mm promus element. No patient complications were reported and the patient's status is stable. However device analysis revealed a shaft break.